Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the helmer refrigerator was unlocked and med station was not recognized that it was unlocked. A field service engineer logged into the hta to test the lock, and it was engaging and disengaging properly. Both the helmer and the medstation were powered down, allowing them refrigerator to boot back up. After restarting the medstation, the helmer was functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, a storage space failure occurred involving the pyxis refrigerator. Although the refrigerator door closed, the lock did not engage, and the display indicated that the door was unlocked. The storage space failure error message indicated that the door did not unlock. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.